Event description:
Patient reported obtaining blood glucose results of 921 mg/dl and 821 mg/dl, while using the suspect device. The device's numeric reading range is 10 - 600 mg/dl; values > 600 mg/dl should display as "hi." No patient injury was reported and no treatment was received. While on the line with technical support, patient indicated that these values could not be located in the device's memory. Technical support requested the return of the suspect product and replacement product was shipped.